Manufacturer narrative:
Product analysis: no product returned. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, during full release of the valve, insufficient pushing of the delivery catheter system caused tension on the lesser curvature side resulting in the valve dislodging to 1 mm when fully released. Moderate paravalvular leak was reported from the calcification toward the left ventricular outflow tract. A balloon aortic valvuloplasty was performed and resulted in the valve migrating to a "minus" depth. Subsequently a second valve was implanted at a depth of 6 mm and reduced the pvl to mild. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.